Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided by reporter. Additional product code: dzl. (B)(4). Not implanted or explanted, partial screws remain in patient. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orbital fracture repair the surgeon was tightening two of the ti matrixmidface emergency screw small fragments broke off of the screws. The fragments were retrieved from patient and the remainder of the two screws remained implanted. There was no delay in surgery the patient is reported to be stable. This complaint involves two (2) devices. Concomitant device report: screwdriver (part # 03.503.202, lot # unknown, quantity #1). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the matrixmidface system was used during a resection and removal of a left anterior skull base mass with the reconstruction. During screw insertion, one of the screw heads broke off and threads partially sheared off of two screws. The small fragments were retrieved from the patient and the remainder of the three screws remained implanted. This report is 1 of 3 for com-(B)(4).